Manufacturer narrative:
It was reported that after the patient was programmed in recovery the patient coded for unknown reasons. CPR was performed and the patient is currently in the cardiac ICU. The patient made a full recovery and no further intervention is planned. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that patient experienced cardiac arrest after a successful permanent implant. Patient is still hemodynamically unstable and is being monitored.

Manufacturer narrative:
B3-date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received identified that patient fully recovered and reported experiencing chest pain and dyspnea prior to the surgery but did not report it.